Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.

Event description:
The customer reported that she had experienced bg levels below her target range, including a low of 69mg/dl. As a result, she ended up in the hospital. She felt as though the pdm was not retaining information and that "the basal rate is giving too much insulin", which is why her bg levels have been low. It was discovered that her date and time settings were incorrect, which could potentially have offset her basal rates. The customer was instructed to correct these settings and notify her doctor, so that her basal rates could be adjusted accordingly. She will continue using the pdm after correcting her settings - the device will therefore, not be returned for evaluation.